Event description:
It was reported that during an unknown procedure that the patient had bleeding and a fistula. The patient was re-operated on the 28th and is still hospitalized.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm does the surgeon normally use white reloads for this procedure? Does the surgeon believe the blue cartridge had a close staple height too large for the tissue or was there an alleged issue with the echelon device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/29/2023 additional information was requested and the following was obtained: please confirm does the surgeon normally use white reloads for this procedure? Yes, the surgeon normally uses white reloads for this type of procedure. Does the surgeon believe the blue cartridge had a close staple height too large for the tissue or was there an alleged issue with the echelon device? The surgeon believes that the blue load had a staple size that was incompatible with the tissue, which ended up having this type of detachment. I am referring to the fact that the filler used was not very suitable for the tissue, it should have been a white reload, which was not available at the time of surgery. Observation: the patient was discharged this week after 60 days in hospital.